Manufacturer narrative:
Patient's weight: (B)(6). Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at approximately 17.4 cm distal to the distal end of the strain relief as well as well as multiple kinks in several location along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. A cd containing 15 series of angiographic images was received with the complaint device. The portion of the device shaft which enters the vessels is the polymeric distal shaft which is not visible under angiogram. During stent positioning or deployment there was no kink noted in the guide wire which could indicate kinking of the distal shaft. The mid-shaft and proximal hypotube shaft, in the guide catheter and outside the patient, was not in view in the media. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20-nov-2019. It was reported that shaft kink occurred. The 85% stenosed target lesion was located in the right posterior descending coronary artery. A 2.50x28mm promus element drug-eluting stent was used in a procedure. However, it was noted that the shaft of the stent was kinked. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed hypotube detachment.